Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 along with concurrent cystoscopy due to sui. It was reported that the patient underwent a surgical procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue extrusion bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and other injuries following the procedure. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to a partial mesh removal. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent mesh revision/removal on (B)(6) 2012.